Manufacturer narrative:
(B)(4). The device was returned for evaluation. The tip of the drive is broken in two place 180° apart. This type of break is typical with a bending moment during tighten. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the screw driver was stripped and would not break the screw off. No patient complications were reported.